Event description:
On (B)(6) 2014, it was reported the pump emitted a call service alarm with shortened battery life. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved after troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 04/14/2014-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be investigated during investigation due to an unrelated issue. A review of the pump¿s black box data revealed related call service alarms. The pump powered on to the verify screen. The menu selection scrolled to the bottom without user intervention. The keypad buttons were found to be unresponsive. Evaluation revealed the button key contacts had no evidence of contamination. Unrelated to the complaint, a battery compartment crack was discovered during evaluation. There was no evidence of moisture within the battery compartment. There was evidence of moisture behind the display screen lens. A pump case crack was discovered. A leak test revealed a leak at the pump case crack. There was evidence of moisture on the pump¿s internal components.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.